Manufacturer narrative:
The pump was received with no button response due to a flattened button dome switch. The keypad connector on lcd board was inspected and no anomaly was noted. No blank display, display anomaly or damage inside the pump was noted. The pump was received with minor scratches on the display window and a cracked reservoir tube lip. The pump was received without the original pump belt clip. No damage on the pump belt clip slot was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that it was hard to get the up and down arrows to work and sometimes the b button did the same thing. The insulin pump stopped working a couple of times last week after she changed the battery. Customer's blood glucose level was not reported. The customer fell on the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.